Manufacturer narrative:
Zoll medical netherlands evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device sucessfully completed the first seven shocks. Upon the eighth shock, the device encountered a lead fault condition that resulted in no shock delivered. The shock was eventually delivered including a ninth shock after the lead fault condition was resolved by the user. A lead fault condition is a user advisory to alert the user that a viable patient impedance is not recognized consistently by the device. Poor / intermittent coupling of the electrode pads to the patient's skin is likely what occurred. Review of the clinical file showed that the defib electrodes lost their coupling, it then appears that the electrodes are pressed down, as coupling is regained and the devce is then charged and able to be discharged. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant indicated that the patient subsequently expired.